Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2012 (B)(6). (B)(4) .

Event description:
It was reported that the patient presented to the emergency room due to feeling light headed and dizzy. It was discovered the device set screws were loose for the right ventricular (rv) lead and right atrial (ra) lead. During the lead revision, both of the leads were easily removed from the device connector ports. Both of the leads were tested and found to be working satisfactorily and were reinserted into the device and the set screws were properly tightened. The device and both leads remain in use. No further patient complications have been reported as a result of this event.